Event description:
Approximately three months after the implantation, the patient developed increased lvad ((B)(4)) power consumption and was re-admitted to hospital. The patient was initially treated with a heparin infusion with little effect. He/she was then treated with tpa per hospital guidelines with a normalization of the patient¿s lvad pump parameters. After this treatment, the patient is reported to have deteriorated. A scan revealed an intra-cranial bleed. The patient is reported to have had prolonged episodes of confusion after this event and to have had poorly controlled international normalized ratio (inr) levels. Investigation is ongoing.

Manufacturer narrative:
The device remains implanted on patient. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
Hvad® pump was not returned to heartware for evaluation as it remained implanted in the patient. Review of the manufacturing documentation confirmed that the pump met all requirements for release. Review of the controller log files revealed an increase in power consumption and flow, as well as high watts alarms that correlate with the reported event. The power returned to baseline after medical treatment. The cause of the reported event cannot be conclusively determined. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. No additional information will be forthcoming.

Manufacturer narrative:
Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.